Event description:
It was reported, the device was removed and replaced due to reaching elective replacement indicator status. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device memory found the elective replacement indicator (eri) status is the result of high internal battery resistance. Performance data were also collected from the device and analyzed. Eri was due to high battery impedance logged on 2012 (B)(6), prior to explant. Ramware version 8 was installed on 2011 (B)(6). (B)(4).